Event description:
It was reported by a non-medical professional that the patient underwent a procedure for l4-l5 tlif where rhbmp-2 was mixed with autograft and implanted with an interbody cage. Subsequently, the patient was allegedly diagnosed with ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported per patient¿s medical records that on: (B)(6) 2010: the patient presented with the following pre-op diagnoses: spondylolisthesis l4-l5. Bilateral pars defect with severe foraminal stenosis. She underwent the following procedures: posterior spinal fusion l4-l5. Posterior spinal instrumentation system l4-l5. Tlif l4-l5. Interbody device placement l4-l5. Local bone graft with rhbmp-2 placement. Per surgeon¿s op notes, ¿the disc was then taken out and very tight and through a series of trials we cleaned this up, removed the disc. I then packed this with rhbmp-2 and cancellous bone. From that standpoint a interbody device cage was then placed. The rods were contoured, tightened and then locked into place. Intraoperative films showed good alignment and good fixation.¿ no patient complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.